Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and high impedance that had been rising since implant on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.